Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced syncope and received several shocks for a ventricular fibrillation (vf). A review of the episodes revealed that although the vf was detected, the time to therapy delivery was much longer than expected and resulted in up to four shocks to convert the arrhythmia. In addition, the shock impedance values were also higher than expected, however, they were still in normal range. Boston scientific technical svs (ts) was contacted and an engineer discussed that this could be related to a placement issue with the system. An x-ray was performed and revealed that the device was not implanted in an optimal position. The position of the electrode was unable to be determined. The physician decided to explant the s-ICD system and replace it with a transvenous system due to the pt's history. No add'l adverse pt effects were reported. The device and electrode will be returned for laboratory analysis.